Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive cable. The system operates as intended.

Event description:
The customer reported that the system was not storing pt images (data loss). There is no report of injury or death associated with this event.